Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was defective. The lens lens was implanted and removed. The procedure was completed with another iol. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the leading haptic was kinked and the lens was explanted and replaced with same company model lens during the initial procedure. Surgeon stated that the patient was doing well after surgery and the iol was well centered.

Manufacturer narrative:
No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Qualified cartridge and handpiece were identified. Associated viscoelastic was not provided. It is unknown if qualified viscoelastic was used. The product investigation could not identify a root cause. The specific issue was not provided. The product has not been received to evaluate. Associated viscoelastic was not provided. It is unknown if qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).